Event description:
The customer reported a poor contact during a therapeutic transurethral resection of bladder tumor procedure involving an olympus video system center. The procedure was completed with the same device, and the event occurred during sedation while the device was inside the patient. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.